Event description:
It was reported that "rod was reduced into the screw head. Silver t-handle kept locking in and wouldn't release cap."

Manufacturer narrative:
There were 2 instruments reported. At this time, it is unk which instrument was involved in the event. This report will be updated when add'l info is received. Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.